Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the force bipolar instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer reported there was a broken force bipolar instrument that was stuck holding tissue and the surgeon was unable to control the instrument. The instrument was finally removed, and the customer was advised to return the damaged instrument via return material authorization (RMA) process. A new force bipolar instrument was installed on universal surgical manipulator (usm) 1 and the surgeon resumed the procedure. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter explained the force bipolar instrument was confirmed to not articulate and function properly during the dissection. The instrument was not physically broken in half. The instrument was inspected prior to usage with no damages or anything out of the ordinary noted. It was unknown the length of time the instrument was used. There was no reported tissue being stuck on an electrode. It was unknown of the location of the instrument getting caught on tissue. The tissue was confirmed to be stuck closed on tissue. The surgeon attempted to use the instrument release key (irk), but the instrument continued to swivel on its own inside of the tissue potentially leading to harm. The surgeon was able to use a laparoscopic instrument (bowel grasper) to place through an insulation port then manually manipulated the arm to remove it from the trocar and straightened the arm. There was no reported tissue being excised. There was no reported bleeding. According to the surgeon, there was a delay approx. 15-20 minutes that impacted the procedure as a whole. According to the surgeon, there was no impact to the patient¿s health during this event. According to the surgeon, there were no concerns about this event causing any long-term complications with the patient. It was unknown if the patient experienced any post-operative complications. The patient¿s current status is stable, and the surgeon completed the procedure with no further issues. The surgeon believed the malfunction of the instrument arm contributed to the event. The procedure was completed using a back-up instrument. There was no harm or injury to the patient. No reported fragments to fall inside of the patient's anatomy. The instrument was discarded and will not be returned to isi for evaluation. There was no reported photos or video recordings for isi to review.